Event description:
Report 2 of 2. The customer contact reported a leak. The tubing set was being used to deliver carboplatin 759mg/550ml, at a rate of 550ml/hour, via a plum pump. It was reported that within the first 15 minutes after the delivery was started, approximately 20ml of solution leaked at the bottom side of the connection of the sight chamber and the tubing of the tubing set. It was reported that the healthcare provided was exposed to the leak of the carboplatin. No specific details were provided. The customer contact reported that the solution that leaked was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse effects to the healthcare provider. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number listed. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.